Event description:
The customer reported that a patient death occurred. Although they did not state that the device was a factor, in an abundance of caution we will report this incident.

Manufacturer narrative:
(B)(4): the customer reported that a patient death occurred. Although they did not state that the device was a factor, in an abundance of caution we will report this incident. The allegation was that retrospective data was spontaneously discharged and therefore not available for documentation purposes. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.